Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) the guide wire coating dislodged inside the patient. The target lesion was in an unspecified biliary location. The jag precursor st guide wire was being used with a reusable, non-bsc cannula. During the procedure the tip coating peeled and fell off inside the patient. The dislodged pieces migrated into the patient's duodenum. The physician expects the patient to pass the dislodged guide wire coating pieces. The procedure was completed with another of the same device. There was no patient complications reported with the patient's current condition listed as "good".